Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 363 mg/dl. Customer stated that he did not have any ketones the night before but he did have ketones when he was admitted. Customer was admitted due to high blood glucose. Customer's current blood glucose is 220 mg/dl. Customer doesn't know what it was and had diabetic ketoacidosis. Customer was vomiting, sweating, and had muscle pain due to the high blood glucose level. Customer treated with a manual injection and has contacted his health care professional regarding the unexplained high blood glucose. Customer was still in the hospital and was put on an insulin drip. Customer switched insulin and injections as needed. Customer was wearing the pump at the time of the hospitalization. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.